Manufacturer narrative:
Procode: correction from nlr to mlr. Correction: the solenoid valve was replaced to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and trending analysis of odor/smells issue. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis of the odor/smells issue was reviewed from january 2017 to july 2017and no significant trend was observed. No parts were not returned for further evaluation. The assignable cause of the odor/smells is the solenoid valve. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and solenoid valve were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The device history record (DHR) was reviewed for the sterrad® unit. No anomalies were observed that would contribute to the reported issue at the time of release. (B)(4).

Event description:
A customer reported an odor and fluid leak emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.